Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator and the trocar assembly were received. Functionally, a pmv obturator was inserted into the trocar with no binding or difficulty. The instrument was applied to test media; the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocar passed the air leak test. The converter flip top could not lock in place. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition was due to a component error. The material from the supplier was found to be defective and a product enhancement has been implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, reducer cap wouldn't stay locked. It kept popping off. Opened a new one and it worked fine.